Event description:
Caller reported blood glucose results of 200 mg/dl on his advantage system, 75 mg/dl on his doctor's aviva system (no information given for this system), and 83 mg/dl his doctor's second, unspecified system within 10 minutes using the same finger stick. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.